Event description:
The patient came for a pulmonary function test (pft). When the patient got home, he called the lab and stated that he had coughed and expectorated a piece of plastic. The patient was called to see how they were doing, and the patient sent a photo of the piece of plastic which resembles the plastic wrapper for the mouthpiece filter. The mouthpiece is the interface between the pft machine and patient and incorporates a hepa filter between. They are single patient use, disposable items. We have a copy of the picture.